Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had unspecified cartridge alarms occur. Additionally, the piston was reported "not pushing correctly". There was no reported adverse effect to the customer's blood glucose level. Reportedly, a replacement pump was sent out to the customer. No additional patient or event information was available.